Event description:
As reported by the edwards clinical specialist, approximately one hour after the patient arrived in the intensive care unit (ICU) following a transcatheter aortic valve replacement (tavr) procedure, the patient developed arrhythmias with no st changes and then arrested. Cardiopulmonary resuscitation was initiated, a temporary pacemaker was inserted, and the patient was returned to the cath lab. Coronary angiography revealed an occluded left main (lm). Flow was restored using a 2.0mm ptca balloon. Extracorporeal membrane oxygenation (ECMO) was initiated and then a 4.0 mm stent was placed in the left main. The patient developed tension pneumothorax and required chest tubes bilaterally. She was returned to the ICU. Overnight, she experienced bleeding problems and required transfusions. The following morning, the patient developed pulseless electrical activity (pea) and the decision was made by the team and the family to discontinue life-saving measures and the patient was pronounced dead. Additional information received from the clinical specialist indicated the patient's sinuses of valsalva (sov) was 23-27mm, was moderately obliterated , moderately calcified but imaging quality was poor. There was moderate to severe bulky calcification in the aortic valve and leaflet tips were heavily calcified. The sinotubular junction (stj) was narrow and moderately calcified. Image intensifier angle and coaxial alignment of the delivery system and valve were noted as good. The sapien valve was deployed in a stable 50:50 position with mild posterior paravalvular regurgitation. Left coronary flow was noted both on echo and fluoroscopy with an aortic root angiogram. The patient's blood pressure was 160/70mmhg and there were no st changes noted during the procedure. Imaging and autopsy results for this case were requested by edwards lifesciences for further evaluation of the event. However, to date, the hospital has not provided any additional information.

Manufacturer narrative:
This patient underwent transfemoral implantation of a 23mm edwards sapien transcatheter heart valve. The device remains implanted in the patient. The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Per the sapien valve instructions for use (IFU) and rf3 training guide, complications associated with the use of the bioprosthesis and the tavr procedure, include, but is not limited to, arrhythmias and coronary flow obstruction/transvalvular flow disturbance. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Furthermore, in the rf3 physician's training manual it is recommended that the operator perform an aortogram, CT or tee prior to thv implantation to reveal bulky calcified leaflets, calcified left main and leaflet length. During predilation, the physician is instructed to assess possible obstruction of left main or any coronary ostia from bulky leaflet calcification and consider the distance from annulus to left main to prevent left main occlusion. The information available indicates the patient's sov was moderately obliterated and moderately calcified. There was moderate to severe bulky calcification in the aortic valve and the leaflet tips were heavily calcified. The (stj) was narrow and also moderately calcified. The report indicated the sapien valve was deployed in a stable 50:50 position and left coronary flow was noted both on echo and fluoroscopy with an aortic root angiogram at the end of the procedure, however, it is possible some of the bulky calcification might have been disturbed during the procedure subsequently occluding the left main. In this case, patient and procedural factors appear to have caused or contributed to the sequence of events that resulted in the patient's death. No further actions are possible.